Event description:
It was reported that the interventional radiology md used the percutaneous thrombolytic device (ptd) for pulmonary artery thrombosis. He placed ptd catheter through stiff guidewire & activated drive unit. He located ptd through stenosis region. There were several lesions with thrombi & he removed thrombus one by one. Suddenly, the basket stopped rotating & he tried, but failed to withdraw basket. As a result, he pushed guiding catheter over basket & was able to remove it; fortunately he could remove basket & guiding catheter together without injury to patient. He tried again to remove thrombus in that lesion with new ptd catheter, but met with same situation. He had to give up removing thrombus from that lesion. Distributor stated, "our investigation of the failed devices found that catheter twisted close to the basket." Md expressed concerns of the possibility of wire breakage.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.